Event description:
Additional information received reported that a manufacturer representative received a text on (B)(6) 2014 that the patient needed a manufacturer representative at the pain clinic appointment on (B)(6) 2014 to cover the patient's areas of pain. A different manufacturer representative met with the patient at the pain clinic (B)(6) 2014 for the reprogramming and was notified of the revision surgery on (B)(6) 2014 at that time. At the appointment, the manufacturer representative ¿mapped out¿ the entire paddle lead but was unable to capture any of the patient¿s back pain areas without also recruiting ribs and abdomen. The only stimulation the manufacturer representative was able to capture was the right leg. The manufacturer representative had follow-up appointments scheduled with the patient on (B)(6) 2014 and (B)(6) 2015. The manufacturer representative felt that if more healing took place the efficacy of the stimulation could be better assessed. The patient¿s first surgical lead was placed in (B)(6) and the revision was on (B)(6) 2014.

Event description:
It was reported that the patient was in a lot of pain before the trial and the trial was done 2014 (B)(6). The patient told the healthcare professional (hcp) the device helped them sleep but they did not really notice any other therapeutic benefit. However, the patient stated, the hcp wanted to go ahead with implanting the permanent anyway. The final implant was done on 2014 (B)(6). From that time to 2014 (B)(6) stimulation was ¿getting everywhere except for where it really needed to be¿ which was in the lower back. There was stimulation in the wrong location. The stimulation was all around the lower back and also hitting the patient high in the ribs. The patient had the stimulation adjusted once. The patient saw an individual on 2014 (B)(6) and one time after that. The patent was asked when the manufacturer representative was notified of the problem and the patient was not exactly sure and did not recall. It was ¿sometime¿ after implant surgery. The patient mentioned the stimulator was making their sleep better because, the left hip hurt but it was not helping in the upright or sitting position. Therefore, the hcp decided to move the whole paddle down the spine a little bit. The hcp thought he could centralize it into the patient¿s lower back. The surgery was done on 2014 (B)(6). The patient thought the hcp was on the right track but needed the program to be tweaked a little bit. Since 2014 (B)(6), the stimulation was still hitting really high in the ribs and stomach. The patient needed it more in the middle and lower back. The patient also stated, the hcp did ¿something¿ with the leads. Before the revision the patient could make stimulation go down in both of the legs. Now, stimulation was centralized ¿pretty much¿ on the back. The patient had eight programs but they could only do one thing to each program. Since the revision, he had one program that ¿actually made the stomach go up and down.¿ the patient stated, ¿that is crazy. Not a good feeling.¿ the patient had a follow-up appointment at a clinic on 2014 (B)(6) and the patient wanted a manufacturer representative there for readjustment. Later, on 2014 (B)(6), the manufacturer representative saw the patient in for reprogramming of the lead. The patient was not feeling stimulation in the lower back. The manufacturer representative was unable to entirely capture the patient¿s pain areas after working with the patient for over an hour. The patient agreed to meet the manufacturer representative again in the first week of (B)(6) for further reprogramming at that time. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that implantable neurostimulator (ins) and lead was explanted and it was not replaced with a manufacturer¿s product. It was an ineffective thoracic spinal cord stimulator and the therapy related issue was due to the lead position. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient's appointment got pushed back to (B)(6). The manufacturer's representative would have no further information until that time. No outcome was reported regarding this event. Further follow-up is being conducted for this information.

Event description:
Additional information received reported that the patient was seen (B)(6) at the doctor's office. The patient was not getting optimum therapy. The patient had various other health issues not related to the spinal cord stimulation (scs) including increased pain in some areas of their body. At the appointment it was determined the pain was not related to the scs. The doctor ordered some x-rays, but the patient stated he wanted to think about it, and would make an appointment. The healthcare professional (hcp) and manufacturer's representative had not heard anything from the patient since.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no significant anomaly. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.815 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Analysis of the lead, lot # va0ahu8047, found no significant anomaly. The lead body was cut through or segmented.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 -(B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the manufacturer's representative was able to get better stimulation into the patient¿s lower back, but was not able to completely isolate the area. When the patient used an amplitude over 3.5 he would still start to get rib and abdominal stimulation. The patient stated that coverage was improved and he would try these new settings until his next week appointment with the doctor on (B)(6) 2015. The manufacturer's representative would see him again at that time. No outcome was reported regarding this event. Further follow-up is being conducted for this information.